Event description:
It was reported that the subject device had image error (image cannot be seen). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on scope cover, the position of outer case and shell was not held by spring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on scope cover, the position of outer case and shell was not held by spring, and no image was displayed. The cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.